Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a battery performance alert was received by the clinician and awaiting explant. Additionally, high impedance was noted on the device. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted to resolve the event. The patient was stable.